Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. The customer was treated for the low blood glucose with food and glucose tablets. The customer was assisted with troubleshooting. The customer is unable to upload to carelink. The customer is concerned that the insulin pump over delivered insulin. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advised the pump will need to be replaced. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the displacement accuracy test. Installed a water filled test reservoir, and primed pump. Set a basal rate and monitored the pump for five days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.